Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 40 to 50 (mg/dl). Reportedly, the customer believed that the bg level could be attributed to exercising. A sports drink and juice was consumed to treat bg. Recommendation was made to consult with health care provider regarding diabetes management.